Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the wearable was inserted into the arm on (B)(6) 2025.".

Event description:
The wearable was inserted into the arm on (B)(6) 2025.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced an event which resulted in hypoglycemia and hospitalization. She did not remember details of the event, the date of the event or any treatment. At some point on the day of the event the cgm showed 241 mg/dl but she was hypoglycemic. My ¿sugar was too low.¿ no information was provided on any alarms or alerts or any specific device issue. After unspecified treatment at the hospital for hypoglycemia, she recovered. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.